Event description:
Patient's ms3 pump, sn (B)(4), exp date 03/23/2018 arrived to patient's home has not been programmed from pharmacy, pump will be replaced, pt has not experienced any a.e due to this malfunction. Pt has 1 good functioning pump on hand. No further information known. Dose or amount: 60 ng/kg/min. Frequency: continuous infusion. Route: sq. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.